Event description:
It was reported that the shock impedance was gradually increasing. It went from the 110 ohms range to the 120 ohms range in three weeks. It was planned to continue to monitor the patient. The right ventricular lead remains in service and no adverse patient effects were reported.